Manufacturer narrative:
Device evaluated by manufacturer: the sheath and dilator were returned for analysis. Visual analysis revealed a crack on the sheath tip. There was no abnormality found on the dilator. Manufacturing records were reviewed and no record showed a compatibility issue that a dilator could not be inserted into a sheath in the assembling process. It was confirmed that the device met all material, assembly and performance specifications. Testing of dilator passage into sheath was also conducted in the manufacturing process for all the products and all passed the inspection without any issue. No other damages or irregularities were found.

Event description:
It was reported that the device was fractured. A 7frx7cm super sheath introducer sheath was selected for use. During preparation, the device was selected knowing that there was no ro marker on this model even though the account normally uses sheaths that have ro markers. During the procedure inside the patient, a complete crack/fracture along the length of the device occurred. It was possible that a balloon was inflated too soon relating to this. The device was removed and the procedure was completed another of the same device. No patient complications were reported.

Event description:
It was reported that the device was fractured. A 7frx7cm super sheath introducer sheath was selected for use. During preparation, the device was selected knowing that there was no ro marker on this model even though the account normally uses sheaths that have ro markers. During the procedure, inside the patient, a complete crack/fracture along the length of the device occurred. It was possible that a balloon was inflated too soon relating to this. The device was removed and the procedure was completed another of the same device. No patient complications were reported.